Manufacturer narrative:
The insulin pump was received with blank display due to broken battery tube spring also the pump battery tube was corroded. We were unable to verify for low battery, failed battery, weak battery or off no power alarm and unable to perform functional check including functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all the operating current test due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had been alarming failed battery test, low battery and weak battery. The customer stated each time a new battery is installed the pump alarms. The customer currently has a backup plan. The customer was advised to discontinue use of the pump and revert to back up. The customer's blood glucose was unknown.